Event description:
Patient reported against the right side "informed that has a problem because [patient] stayed with excess skin due the explant, causing esthetic damage and suffered an inflammatory process" and "at right it was observed radial folds and minimal liquid quantity between the implant envelop and fibrous capsule; there is no indication of rupture of implant from this side. Device was explanted.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event that is not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device. ¿ crease/ folding of implant: creases were observed. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observation: ¿ red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Continued: h6- health effect impact code: f2203. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late.

Event description:
Patient reported against the right side "informed that has a problem because [patient] stayed with excess skin due the explant, causing esthetic damage and suffered an inflammatory process" and "at right it was observed radial folds and minimal liquid quantity between the implant envelop and fibrous capsule; there is no indication of rupture of implant from this side.." Device was explanted.